Manufacturer narrative:
Information forwarded to plant. Results of investigation pending. Follow up report will be done.

Event description:
Lab phlebotomist's symptoms started as a rash in 2007. It then progressed to excoriation of the right hand with broken, weeping skin. She saw a nurse practitioner two days later, a dermatologist eleven days later, and an allergist six days later. A topical steroid and antibiotic were prescribed. Patch testing was done which showed that she is allergic to an accelerant.